Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient received inappropriate atp therapy during a supraventricular tachycardia. Programming changes were made. Through a merlin transmission an episode of atrial tachycardia was then seen detected as a non-sustained ventricular tachycardia. Further programming changes were recommended. No further information is available at this time.